Event description:
Morphine 30 mg was loaded in pump at 0815. Rn returned at 0930 and syringe was empty. New morphine 30 mg loaded at 0930. At 1130, syringe was empty. Md notified. Vital sings taken every 30 mins x 4, pulse oximetry was applied, and pump was discontinued. Pump problems vs user problems vs tampering not ruled out. Lockout was not on . Memory erased.